Event description:
It was reported that intermittently the 9900 system is unable to retrieve image data. It was noted that the system won't go to the image directory and that reboot will correct the issue. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Single board computer (sbc) and the hard drive. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.